Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download (04/05/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date. Monitor: 02/17/2014. Belt: 06/23/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It was reported that ems found the patient unconscious and performed CPR on the patient. Review of the download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. Per the continuous ECG recording, the patient was in sinus rhythm at 60 bpm at 14:05:13 on (B)(6) 2021, which degraded to asystole. The patient received the inappropriate treatment at 14:12:06. The patient's rhythm at the time of treatment was severe asystole and the patient's post-shock rhythm was asystole with CPR/motion artifact. The response buttons were not pressed during the event. The electrode belt was disconnected at 14:13:33 while the patient was in asystole with CPR/motion artifact.